Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: dr. (B)(6) from (B)(6) medical center in the united states informed cook on 05mar2020 of an incident involving a coda balloon catheter, rpn and lot unknown. It was reported that the device was advanced over a lunderquist wire and burst upon inflation. The device was removed and replaced with a 36x40 atlas balloon. There were no adverse effects to the patient resulting from the coda balloon rupture. The procedure was a secondary intervention to reline the previously implanted zenith alpha thoracic graft. A zta-p-40-117-w was advanced into position, overlapping the previously implanted graft. After deployment and removal of the trigger wires, the most proximal stent of the zta-p-40-117-w was not fully expanded and appeared to be constrained (related complaint). The coda balloon was then advanced over the lunderquist wire and inflated to try to expand the proximal stent; however, burst upon inflation. A 26x40 atlas balloon was then inflated numerous times but the most proximal stent remained perpendicular to the others. After a sternotomy was performed and the endograft was explanted. The physician commented that it was not the delivery system or the endograft itself that caused the problem, it was a combination of the arterial anatomy (angle and lumen size) and the indwelling endograft that caused the stent strut to get trapped. Imaging was provided for the related complaint. The coda balloon was not provided for evaluation. A review of documentation including the complaint history, drawing, instructions for use (IFU) and quality control of the device was conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. A review of the imaging provided for the related complaint identified contributing factors related to severe tortuosity of the descending aorta and misalignment of the proximal bare stent of the second zta graft. Based on the reviewer's findings, the proximal bare stent of the second zta graft was angulated downward and nearly perpendicular to the previously implanted zta graft. The coda balloon was used to try to expand the proximal portion of the second zta graft. Expansion of the coda balloon against the nearly perpendicular bare metal stents and compression of the zta graft likely contributed to the balloon rupture. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient controls and inspections are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the design history file (dhf) demonstrated that the affected product is safe and effective for its intended use. A review of the device history record (DHR) could not be conducted, as device lot information is unknown. Based on review of the information and imaging provided along with current documentation regarding controls and inspections for coda prefix devices, cook has concluded that product was manufactured to specification. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings: do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1 (and 2). Over-inflation of balloon may result in: damage to vessel wall and/or vessel rupture. Rupture of balloon. Do not use a pressure inflation device for balloon inflation. Do not use a power injector for injection of contrast medium through distal lumen. Rupture may occur. The coda 46mm balloon catheter should not be used to dilation of vascular prosthesis in iliac or other non-aortic vessels. Injury to vessel wall and/or rupture may occur. The coda 46mm balloon catheter should not be used in vessels less than 24mm in diameter. When used to expand a vascular prosthesis, he balloon radiopaque markers should remain within the prosthesis. Precautions: use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate balloon. Always monitor balloon inflation using fluoroscopic control. Potential adverse vens: vessel dissection, perforation, rupture or injury. Product recommendations: balloon inflation volume. Do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1 (and 2). Over-inflation of balloon may result in: damage to vessel wall and/or vessel rupture. Rupture of balloon. Instructions for use: balloon preparation. Note: balloon and balloon lumen of the coda and coda lp balloon catheters contain air. The air must be removed from balloon and balloon catheter prior to insertion using standard technique. 2. Prepare balloon lumen with standard 3:1 saline and contrast mixture as follows: a. Attach syringe, with appropriate amount of 3:1 saline and contrast mixture, to stopcock on balloon lumen. B. Purge all air from balloon in standard fashion. C. Completely deflate balloon and close stopcock. Balloon introduction and inflation: 4. Inflate balloon with standard 3:1 saline and contrast mixture using a 20 cc or larger syringe. Adhere to recommended balloon inflation volumes. 5. If balloon pressure is lost and/or balloon rupture occurs, deflate the balloon and remove balloon and sheath as a unit. Note: cars should be taken to monitor balloon manipulations and inflation during fluoroscopy at all times. How supplied: store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no returned product and the results of our investigation, it was concluded that the event is most likely related to the procedure and the patient¿s anatomy. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant products: lunderquist wire, sheaths, catheters, balloons zta-p-40-117-w, lot# e3912934. PMA/510(k): unknown as the exact rpn of the complaint device is unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a coda balloon was advanced over a lunderquist wire and burst upon inflation during a endografting of the descending thoracic procedure. The balloon was used to expand the seal stent of a zenith alpha thoracic endovascular graft proximal component. A competitor's balloon was used and also failed to expand the stent. A sternotomy was performed and the endograft was removed, which is reported in a related MDR with patient identifier (B)(6). No additional adverse events were reported for this event.